Event description:
It was reported by a peritoneal dialysis (pd) registered nurse (rn) that a fluid leak was discovered by the pd patient. When the patient awoke after treatment during the night it was discovered that the patient line had come undone from the catheter line. The patient reported that the line was unscrewed and not connected. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is continuing treatment and prefers to secure the connection with tape for added security. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) registered nurse (rn) that a fluid leak was discovered by the pd patient. When the patient awoke after treatment during the night it was discovered that the patient line had come undone from the catheter line. The patient reported that the line was unscrewed and not connected. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is continuing treatment and prefers to secure the connection with tape for added security. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.